Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 258 (mg/dl). Customer administered a correction bolus to stabilize bg levels. During troubleshooting with tandem customer technical support, the pump performed as intended. Customer was referred to health care provider for possible factors that may affect bg levels.